Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose was 300 mg/dl. The customer stated that the alarm occurred during basal delivery. The customer stated that there were no significant events that led up to the motor error alarm. Troubleshooting was done. The customer was unable to rewind the insulin pump. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit received with operating currents in spec. No unexpected off no power without low battery indicator. Unit unable to prime during the prime/compromised force sensor system test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. Unit rewind properly. No blank display. Lcd board ok.